Manufacturer narrative:
(B)(4) date sent: 12/8/2025 d4 batch #: unknown d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: in the event description states: the tip of the device comes off, please explain did the active titanium blade break off? Did the white tissue pad break off? Is the white tissue pad completely missing from the clamp arm of the device? Could you please provide the product code and lot number? An analysis of the product could not be performed since a physical sample was not received for evaluation. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by healthcare professional that as part of the ongoing market research study, conducted on behalf of j&j med tech, they have identified one instance of a product quality complaint on (B)(6) 2025 from a surgeon in korea regarding harmonic / harmonic focus+. They reported the item doesn't have a good grip compared to other products. The tip of the device comes off. Having an abrasion issue. Its overall performance degrades over time. No patient consequence has been reported. Device availability is unknown.